Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the guidewire was returned fractured in two pieces. Visual inspection revealed the distal tip, including coil wire/core wire/ribbon (ccr joint) was not returned for analysis. The high torque sleeve (hts) measured approximately 6in from the point of fracture to initiation. A small portion of the hts was cut back to reveal the core wire. The core wire was fractured. There was bending in the area of where the fracture occurred. Analytical testing of the corewire fracture face shows evidence of ductile torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a tip detachment occurred. A kinetix guide wire was advanced to the unspecified target lesion and two unspecified stents were successfully implanted. The lesion was postdilated and then it was noted that there was a gap between the two implanted stents. The physician decided to implant a third stent to cover gap. Before advancing the third stent, a second unspecified guide wire was advanced to the lesion in exchange for the kinetix guide wire; however, during removal of the kinetix guide wire the physician felt slight friction and the tip of the guide wire detached from the rest of the device. The physician attempted to snare the detached tip from the patient; however, the attempt was unsuccessful and the physician crushed the tip of the guide wire against the vessel wall of the mid to distal right coronary artery (rca) with an unspecified stent. The procedure was completed with no additional patient complications reported. The patient¿s current condition is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure a tip detachment occurred. A kinetix guide wire was advanced to the unspecified target lesion and two unspecified stents were successfully implanted. The lesion was postdilated and then it was noted that there was a gap between the two implanted stents. The physician decided to implant a third stent to cover gap. Before advancing the third stent, a second unspecified guide wire was advanced to the lesion in exchange for the kinetix guide wire; however, during removal of the kinetix guide wire the physician felt slight friction and the tip of the guide wire detached from the rest of the device. The physician attempted to snare the detached tip from the patient; however, the attempt was unsuccessful and the physician crushed the tip of the guide wire against the vessel wall of the mid to distal right coronary artery (rca) with an unspecified stent. The procedure was completed with no additional patient complications reported. The patient's current condition is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure a tip detachment occurred. A kinetix guide wire was advanced to the unspecified target lesion and two unspecified stents were successfully implanted. The lesion was postdilated and then it was noted that there was a gap between the two implanted stents. The physician decided to implant a third stent to cover gap. Before advancing the third stent, a second unspecified guide wire was advanced to the lesion in exchange for the kinetix guide wire; however, during removal of the kinetix guide wire the physician felt slight friction and the tip of the guide wire detached from the rest of the device. The physician attempted to snare the detached tip from the patient; however, the attempt was unsuccessful and the physician crushed the tip of the guide wire against the vessel wall of the mid to distal right coronary artery (rca) with an unspecified stent. The procedure was completed with no additional patient complications reported. The patient's current condition is stable.